Manufacturer narrative:
Covidein reference number: (B)(4).

Event description:
It was reported that while in use on a patient, the ventilator compressor operation failed with a message indicating compressor air was decreasing. The compressor breaker remained off. When the ventilator was checked at a service office, the air and o2 were connected; the breaker was turned on, and then the ventilator was powered on. The ventilator started once but the breaker went off when the ventilator was turned on for the second time. The compressor was connected to another ventilator and the compressor operation reportedly temporarily failed. The reported issue did not affect ventilation as the ventilator was in use with air/o2 pipes connected. However, the patient was removed from the ventilator due to the compressor problem without any reported patient harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.